Manufacturer narrative:
The field service engineer found a hole in an aspiration tube and tubing that was stiff and discolored. He replaced the tubes. The customer ran qc. The customer stated that everything looked "ok". The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for multiple patients tested on a cobas 6000 c (501) module. No questioned results were reported outside of the laboratory. The customer provided examples for 5 patients. For patient 1 on (B)(6) 2019, the initial na result was 160 and the repeat result was 135. For patient 2 on (B)(6) 2019, the initial na result was 178 and the repeat result was 139. For patient 3 on (B)(6) 2019, the initial na result was 166 and the repeat result was 142. For patient 4 on (B)(6) 2019, the initial na result was 167 and the repeat result was 140. For patient 5 on (B)(6) 2019, the initial na result was 179 and the repeat result was 142. No units of measure were provided. The na electrode lot number and expiration date were asked for but not provided.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.